Manufacturer narrative:
(B)(4). It was noted that the device was not available for return at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was therefore programmed off. The device system was later explanted due to an unrelated issue with the patients right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the reprogramming performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was therefore programmed off. The device system was later explanted due to an unrelated issue with the patients right ventricular (rv) lead. No additional adverse patient effects were reported.